Event description:
Pt underwent dviu, cysto, tur bladder neck, prostate, & external urethral bladder. Post-op, the pt developed clot urinary retention & returned to or for suprapubic cath placement. 3 days later pt had persistent extravasation of urine from the incision. Contrast study suggested perforation. Return to surgery 7/12 for repair of perforation and placement of ureteral stents.